Event description:
Customer reported low blood glucose symptoms with results of 62 mg/dl and 87 mg/dl obtained on the aviva system. Customer tested on 34 mg/dl on the aviva nano system, and 32 mg/dl on aviva system. The reported values were obtained within 10 minutes of each other. Customer's spouse provided unspecified treatment for customer's low blood glucose symptoms. Requested return of suspect device and replacement was sent.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4720 ml, tidal ultrafiltration (uf) volume was 2695 ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
The event occurred in (B) (6).